Manufacturer narrative:
The insulin pump passed displacement test, unexpected restart error test, basic occlusion test, occlusion test, prime test and excessive no delivery test. No unexpected no delivery alarm noted during testing. The device was received with stained end cap sticker, stained address label and stained serial number label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had no delivery. The customer¿s blood glucose was 169 mg/dl at the time of the incident. The customer stated that the insulin pump had alarmed no delivery and the pump was not working. It was stated that the customer got a signal that their was a blockage in the pump. The customer was advised that the pump needs to be replaced. The customer was advised to replace pump. The insulin pump will be returned for analysis.